Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when the surgeon was advancing the lens into the eye the cartridge split. It was noted prior to full insertion. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a non-qualified 26.0 diopter lens. The cartridge is only approved for this model iol with a diopter range of 6.0 to 25.0. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause is most likely a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).